Event description:
Report received of non-delivery of antibiotics. The pt was receiving ancef 2 grams every 6 hours via a PICC line. The volume of the bag and the pump settings were unspecified. The pump display indicated ongoing infusion, however but twenty four hours later the bag was reported to be still full. There was no reported adverse event to the pt. The PICC line remained pt.